Event description:
This is filed to report mitral stenosis. This article was a retrospective study aimed to evaluate 39 patients undergoing teer (transcatheter edge to edge repair) with mitraclip for chronic or secondary mr (mitral regurgitation) between july 2014 and september 2019. Complications identified in the study included mitral stenosis. The article concluded that la (left atrial) work increases and la performance is altered after teer using mitraclip device. These findings are hypothesis generating and require further investigation as they may have clinical implications. Details are listed in the attached articled titled, "effect of mitral valve transcatheter edge-to-edge repair on indices of left atrial performance in chronic mitral regurgitation". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event and implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. Attachment: article titled ¿effect of mitral valve transcatheter edge-to-edge repair on indices of left atrial performance in chronic mitral regurgitation".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported mitral stenosis was unable to be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances.

Event description:
N/a